Event description:
Report #1 of 2 received from an abbott affiliate which indicates, they are accustomed to a non-removable slide clamp, however, this set has a removable slide clamp. "A pt in the pediatric ward was found by the nurse with the clamp in his/her mouth. Although no harm has come to any patient yet, the hospital is indicating that these clamps could be swallowed by the children with possible harm resulting." The device was disconnected/removed and replaced with a clamp set that has a non-removable slide clamp. Although requested, no additional information was provided.